Manufacturer narrative:
(B)(4). The customer returned one 18 ga introducer needle and lidstock for evaluation. Visual inspection of the needle revealed the hub had broken and separated from the cannula. The point of separation was uniform. The distal portion of the hub was still molded to the cannula body. Functional inspection was not possible due to the damage to the needle. A device history record review was performed, and no relevant findings were identified. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was separated. A device history record review was performed, and no relevant findings were identified. Based on the sample provided, design caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the puncture of the vessel, the plastic cone of the puncture needle broke off." No patient harm reported. The device was replaced and another attempt at the procedure was successful. Replacement of cvc was delayed without harm to patient. The patient was transferred to "normal ward".

Event description:
It was reported that "during the puncture of the vessel, the plastic cone of the puncture needle broke off." No patient harm reported. The device was replaced and another attempt at the procedure was successful. Replacement of cvc was delayed without harm to patient. The patient was transferred to "normal ward".

Manufacturer narrative:
(B)(4).